Event description:
Weight bearing uncomfortable [weight bearing difficulty]. Right knee slightly warm to touch [joint warmth]. Right knee swelling [joint swelling]. Right knee pain [arthralgia]. Right knee effusion [joint effusion]. Traumatic chondromalacia [chondromalacia]. Case description: regulator-spontaneous report rec'd on 05-oct-2009 from a physician, via FDA medwatch report (B)(4), regarding a female pt, initials and age unk. The pt had a history of right knee pain and arteritis. The pt rec'd an injection of synvisc in the right knee on an unspecified date in 2009 from lot w0825. A second synvisc injection was given a week later from lot w0825 with 80-90% reported improvement in ability to ambulate without pain. A third synvisc injection was given two weeks later from lot w0806. Three days later the pt reported right knee swelling and pain. The right knee was slightly warm to the touch with moderate effusion. Weight bearing was uncomfortable. The physician's assessment was "she may have over done it. Kneeling may have introduced some traumatic chondromalacia secondary to the swelling. She may be getting swelling secondary to wearing off of cortisone shot provided approximately five weeks ago." The event onset date was reported as (B)(6) 2009. As of the date of receipt of this report, the pt's outcome was unk. Add'l info was rec'd on 07-oct-2009 in the form of the qa investigation summaries. The production and quality control documentation for w0825, expiry date 09/2011 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. The production and quality control documentation for lot number w0809, expiry date 07/2011 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Add'l lot# w0809. Eval summary: the production and quality control documentation for w0825, expiry date 09/2011 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. The production and quality control documentation for lot number w0809, expiry date 07/2011 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.